Manufacturer narrative:
Follow-up # 1 date of submission 02/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms. The pump powered on normally; however the pump immediately emitted a call service alarm that could not be cleared. The pump¿s software was reloaded and the pump was able to power on again with no alarms. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).